Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a spinal fusion procedure. It was reported that the site thought the image quality was bad. There were no extra spins used and all spins performed were used per procedure plan. The procedure was competed without delay with no reported impact on patient outcome.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Additional information: device model number, catalog number, serial number and UDI number updated to proper values. Device manufacturing date also updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was analyzed by a representative. No parts were replaced neither was there an issue found with the system. If information is provided in the future, a supplemental report will be issued.